Event description:
It was reported that when a patient presented in clinic for a routine follow-up, loss of lv capture due to crosstalk was observed. The patient was asymptomatic. Programming changes were made. The device remains implanted.